Event description:
Material #:301033 batch#:unknown. It was reported by customer that the syringe was cracked. Additional information: 1. Please provide the batch# or lot# number if available? Unknown lot 2. Any physical sample available for investigation, please confirm? No physical sample available 3.if sample available, kindly provide the address of the facility for us to ship the return label. N/a 4.did the event directly, or indirectly involve a patient or user? Unknown incident reported to FDA as MDR-30 day. Reference no. (B)(4).

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
(B)(4). Follow up: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of defect during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure.

Event description:
No additional information received. Material #:301033, batch#:unknown. It was reported by customer that the syringe was cracked. Verbatim: rcc received a complaint via email. Email(s) attached. Medline complaint #: (B)(4). Defect description: cracked syringe. Medline part #: 33239. Product description: syr 30ml l/l. Vendor part #: 301033. Lot #: unknown. Date reported: 6/25/2024. Sample received: no sample or photo was received for our investigation. Response needed: summary of findings and corrective actions. Incident reported to FDA as MDR-30 day. Reference no. 3004122598-2024-00041.